Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep read the battery and every looked fine. All impedances were within normal limits. No actions were needed to address the implant only lasting 4 days. They were not sure why the patient was charging more frequently. No alerts came up when they interrogated the battery and the issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that they have been having issues with the implant battery not staying charged. Caller stated that the battery has gotten to where it's only staying charged for like 4 days now. Caller stated that it's been happening gradually where at first it was only lasting 2 weeks, then 1 week, and now only 4 days. Caller noted that yesterday was the last time they charged it and it was only 4 days since the previous charge. Agent asked caller if they had made any adjustments to therapy settings recently and caller stated no, they keep it on the same groups and the same settings pretty consistently. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned they recently moved and will need to find a new healthcare provider. Agent sent physician listings to caller. Caller requested a manufacturer representative (rep) give them a call; agent sent a message to the field on caller's behalf but explained rep request process through a healthcare provider.